Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the iol looked blue immediately after the lens was implanted. The surgery was completed without product replacement. It was unknown whether these findings disappeared or continued. The lens remained implanted. There have been no reported health problems or harm to the patient. Additional information was requested, but no further information is available. There are 224 medical device reports associated with this event. This is 175 of 224.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. The root cause could not be determined for the reported anomaly that the lens appeared ¿blue¿ after implant. The issue was not reported at the time the surgery occurred; the initial reporter retroactively reported intraocular lenses from their surgical book. This covered a three-month period from january through march 2025. This was a bulk complaint return involving products manufactured at two different alcon manufacturing sites. By having two different manufacturing sites with different production timelines, the complaints are not considered to be associated with a single, site-specific manufacturing factor. A photo or video confirming the individual complaints was not provided. The surgery was completed without product replacement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.